Event description:
It was reported that when taking an exposure, the monitor went black and the aws shut down, losing the image, this caused the patient to be re-exposed. It was determined that the array needed to be replaced.